Event description:
Allegedly, patient suffering from mom complications left. Additional information received 04/08/2016. Allegedly, the patient was revised due to the following mom complications: fluid; hypersensitivity reaction. (Left)